Event description:
Additional information was received from the healthcare professional via a clinical study on (B)(6) 2015. The cause of the occlusion was not determined. It was noted that the "connector was cut out of catheter to observe functionality, catheter was functional, new connector was placed." Another follow-up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (1,152.1 mcg/ml at 196.1 mcg/day), bupivacaine (20.0 mg/ml at 3.404 mg/day), and morphine (20.0 mg/ml at 3.404 mg/day) from (B)(6) 2015 and then fentanyl (1,152.1 mcg/ml at 157.0 mcg/day), bupivacaine (20.0 mg/ml at 2.725 mg/day), and morphine (20.0 mg/ml at 2.725 mg/day) as of (B)(6) 2015, via an implantable infusion pump in simple continuous mode. The pump's indications for use (ifus) were noted as spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient experienced increased pain, inadequate pain control from baseline, a decrease in the therapeutic effect of the product, and decreased relief from intrathecal medications from her baseline. During a catheter access port (cap) contrast study performed on (B)(6) 2015, the cap/catheter couldn't be aspirated and an occlusion was suspected. A surgical intervention occurred on (B)(6) 2015, during which the catheter was capped with a new catheter. The event resolved without sequelae on (B)(6) 2015. Follow-up has been requested for additional information regarding the suspected occlusion and clarification regarding the catheter being capped with a new catheter. A follow-up report will be filed if additional information is received.